Event description:
It was reported that there was separation between the female connector and the main body of a minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. The patient required a transfer set replacement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-07190. All information can be found under manufacturer report number 1416980-2024-07190. Should additional relevant information become available, a supplemental report will be submitted.